Event description:
It was reported the patient's scs system does not relieve her pain. Reprogramming has been able to provide stimulation, but no pain relief. The patient's scs system was explanted on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.